Event description:
In preparation for a colonoscopy, it was not possible to prime an IV tubing set. It was necessary to replace the defective set with a second IV tubing set. This problem caused a delay in preparing the patient for the procedure. Manufacturer response for IV tubing set, clearlink system (per site reporter). The manufacturer hasn't yet had opportunity to assess the defective product.